Event description:
It was reported that there was a fractured instrument discovered by sterile processing. The event did not occur during surgery. There was no patient involvement. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Report source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6 : mechanical (g04) - provisional bottom. No product was returned ; visual and dimensional evaluations could not be performed. Photograph provided shows that the device is fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.